Event description:
It was reported that the patient's pump had stopped. A critical alarm was confirmed by telemetry, and the alarm was due to "zero ml reservoir volume reached." Interrogation indicated that the pump was empty and it was stopped. It was reported that the patient "wanted the pump empty, but the physician was not able to update the pump." Troubleshooting involved discussing how to disable future alarms. Information indicated that the patient wanted to have the pump set to minimum rate mode rather than obtaining authorization to stop the pump. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID: 8840, lot# serial# unknown, product type: programmer. Physician. (B)(4).